Event description:
The reported event was that a harmonic generator displayed an error, ¿harmonic instrument not compatible¿ when the user carried out a self-test. Reportedly, this was the first use following a software update to the harmonic generator. The customer was advised to contact the harmonic generator manufacturer regarding the software compatibility issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).